Event description:
The patient was undergoing a mitral valve replacement procedure. The endocoronary sinus catheter was inserted under fluoroscopic & echocardiographic guidance. The tip of the catheter bowed in the right atrium on several occasions. The patient developed pericardial tamponade, & a right atrial perforation was confirmed & repaired at sternotomy. The intended valve replacement was then performed uneventfully.